Manufacturer narrative:
Citation: ruzyllo, w., biernacka, e., wozniak, o., kowalski, m., spiewak, m., & cicha-mikolajczyk, a. Et al. (2020). Transcatheter pulmonary valve implantation in 100 patients: a 10-year single-center experience. Advances in interventional cardiology/postepy w kardiologii interwencyjnej, 16(3), 235-243. Https://doi.org/10.5114/aic.2020.99257. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding 10-year results from patients with a transcatheter pulmonary valve implantation (tpvi). All data were collected from a single center between december 2008 and march 2019. The study population included 100 patients (predominantly male, mean age 26.4 years), 49 of whom were implanted with medtronic transcatheter pulmonary melody valve and 3 of whom were implanted with a medtronic pulmonary valved conduit prior to the tpvi. No serial numbers provided. Among all deaths, none were attributed to a medtronic product. Among all patients implanted with a contegra, adverse events included: severe pulmonary regurgitation and/or increased gradient measurements treated with a tvpi. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.